Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a sales representative (sr) that the programmer was experiencing a long boot-up time. The sr ran the 2090 service disk which improved the boot-up time to about 1.5 minutes. Technical support (ts) stated the programmer would be returned for repair if determined by the sr. The programmer remains in use. There was no patient involvement.